Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 104 mg/dl. Customer assisted in troubleshooting. Customer stated that reservoir leak during filling insulin inside normal use and leaked in the head of the reservoir. The reservoir will be returned for analysis.